Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper gold rotary sx 19 mm file broke during use. Broken part could not be removed. No injury occurred.

Manufacturer narrative:
Returned 1 file sealed and 1 file broken at approximately 4mm from the tip. Checked the sealed file under microscope and found no manufacturing defects or marks. The sealed file was measured and found to be within all specifications. See attached inspection form. After consulting with engineering department, they recommended no further testing due to nothing abnormal found and having only one sealed file. Root cause is unknown.